Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)), two (2) controllers ((B)(6)), one (1) battery ((B)(6)), two (2) controller ac adapters ((B)(6)), and one (1) waist pack (unknown lot number) were returned for evaluation. A review of the pump¿s and (B)(6) ¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Internal visual inspection of the returned devices did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed slight abrasions on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Internal pathological report revealed evidence of thrombus within the device. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to inves tigate post-explant issues found during failure analysis of returned pumps. Failure analysis of (B)(6) revealed that the returned device passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event and likely due to the handling of the device. Functional testing revealed that the controller performed as intended. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. The controller functioned as intended. Visual evidence provided by the site revealed contamination in the controller¿s display. However, visual inspection did not reveal any evidence of contamination in the controller¿s power ports or display. Additionally, no anomalies were observed in the controller¿s lcd screen display. Failure analysis of the returned batteries, battery charger, battery charger ac adapter and controller dc adapter revealed that the units passed visual inspection and functional testing. Failure analysis of the returned shoulder pack revealed that the device passed visual ins pection. Failure analysis of the returned waist pack revealed damaged seams around the shoulder strap pad cushion. Of note, it was observed that the deteriorated seams had been manually stitched. This is an additional finding, not related to the reported event. The most likely root cause involving damaged seams on the waist pack can be attributed, but not limited to wear and/or to the handling of the pack. Failure analysis of the controller ac adapter revealed that the unit passed functional testing. The controller ac adapter was able to adequately provide power to a test controller. Visual inspection revealed that the adapter¿s clamp assembly was missing. This is an additional finding not related to the reported event. Based on the available information, the most likely root cause of the observed missing clamp assembly can be attributed to the handling of the device. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 07:32:42, on (B)(6) 2023 at 00:00:44 and on (B)(6) 2024 at 06:40:27, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 17:04:12, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for twelve (12) seconds. No anomalies were recorded leading up to the loss of power. Review of the event log file revealed a controller power up event, without a successful motor start, was then logged on (B)(6) 2024 at 14:00:34. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 71% rsoc and (B)(6) was conn ected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller without power for eleven (11) seconds. No anomalies were recorded leading up to the loss of power. One (1) vad stopped alarm was logged at 14:01:03, indicating that pump failed to restart after multiple attempts. Several controller power up events were logged between 14:01:37 and 14:04:30, indicating multiple controller resets. Furthermore, one (1) vad stopped alarm was logged at 14:02:44, indicating that pump failed to restart after multiple attempts. Following the failed motor start event, one (1) power disconnect alarm was logged at 14:02:48 involving (B)(6). During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert. The log files recorded the pump's power consumption was significantly above normal operating range during the failed motor start event, which required more current from the batteries. This was followed by additional controller power up events, likely due to troubleshooting, and two (2) vad stopped alarms logged at 14:04:18 and 14:04:50, indicating that the pump failed to restart after multiple attempts. One (1) failed motor start attempt was then logged at 14:07:08, indicating that the pump failed to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. During the attempted motor start events, log files recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis revealed a controller power up event was logged on (B)(6) 2024 at 09:42:07. Review of the data log file revealed that the first data point was logged at 09:42:43 on (B)(6) 2024, indicating that the controller power up occurred during a controller exchange. Of note, the pump ID was not set at the time of the exchange. Following the controller power up, a vad disconnect alarm was logged at 09:42:15, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Five (5) vad stopped alarms and five (5) failed motor start attempts were then logged between 14:42:11 and 15:13:33, indicating that the pump failed to restart after multiple attempts. Log files also revealed two (2) additional controller power up events were logged at 16:10:57 and 21:46:01, likely due to troubleshooting. Log file analysis did not reveal any anomalies involving (B)(6), (B)(6) and (B)(6). The reported vad stop, failure to restart, atypical motor start parameters, vad disconnect alarms, losses of power, power disconnect alarm, and foreign material involving (B)(6) were confirmed. However, the reported display error involving (B)(6) could not be confirmed. A possible cause of the reported display error event could not be determined because the returned controller's display tested within specification and the issue could not be duplicated. Based on the available information, possible causes of the reported foreign material event involving (B)(6) can be attributed, but not limited to improper assembly and/or handling of the device. Based on the available information, the most likely root cause of the reported power disconnect alarm and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources from the controller as described in the event details, the troubleshooting process, and/or due to the battery discharge overcurrent condition. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition. CAPA pr00609659 is investigating controller resets during pump start. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, a possible root cause of the vad stopped alarms and failure to restart event may be attributed to thrombus ingestion within the pump preventing the pump from restarting. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 12-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 12-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 12-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430it / catalog #: 14301it / expiration date: 31-mar-2025 / serial or lot#: (B)(6) d9: yes, return date: 17-jun-2024 h3: yes h4: mfg date: 29-mar-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430it / catalog #: 14301it / expiration date: / serial or lot#: (B)(6) d9: yes, return date: 17-jun-2024 h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two controller ac adapters and a waist pack were returned to the manufacturer. Manufacturer's analysis subsequently revealed clamp damage to the ac adapters and strap pad damage to the waist pack.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad was explanted.

Manufacturer narrative:
A supplemental report is being submitted for correction. The outflow graft originally reported had no allegation, product problem or serious injury associated with the use and will therefore be removed from regulatory reporting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: dd-mmm-yyyy / serial or lot#: unk UDI #: d9: no h4: mfg date: dd-mmm-yyyy h5: yes, if pump/ofg h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿controller 2.0 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial or lot#: (B)(6) UDI: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient accidentally double disconnected the power sources from the controller and the ventricular assist device (vad) stopped and vad stop and vad disconnect alarms occurred. The controller was exchanged and the vad failed to restart. The patient was taken to the operating room and a plug was placed to close the distal part of the outflow graft and the patient received minimal intravenous (IV) inotropic medication support while in the intensive care unit (ICU). All attempts to restart the vad resulted in motor start events with parameters outside of the typical range. It was also reported that the second controller exhibited an unexpected loss of power and a battery exhibited a power disconnect alarm. This vad is included in the subgroup 3 population for delay or failure to restart. The vad, controller and battery remain in use.  No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the first controller exhibited an unexpected loss of power; the second controller did not exhibit an un expected loss of power. The outflow graft was closed in order to allow blood to flow through its standard path and avoid getting blood into the graft. It was noted that the patient remained conscious and did not have any particular symptoms. It was also stated that the second controller was taken from a consignment stock and was dirty. The controller was covered with dust and the screen was ruined. It was noted that the box was sealed and the controller ports were okay. A vad explant was scheduled.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5 and additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2024 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 13-apr-2013 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.